Event description:
Healthcare professional reported "pain in both breasts, rupture on both sides.". Later patient reported "completely defective and had leaked in the capsule. The pain, such as stinging and pressure hypersensitivity of the nipples when bending over, were side effects." This relates to left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "pain in both breasts, rupture on both sides.". Later patient reported "completely defective and had leaked in the capsule. The pain, such as stinging and pressure hypersensitivity of the nipples when bending over, were side effects." Later patient reported "as devices were ruptured and sever leaked I have big scars and I fear every day that it can happen again". This relates to left side. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Continued h.10. Related report numbers: it has been identified that this record, mrn 9617229-2023-19675, is a duplicate of mrn 9617229-2024-01796. Please see mrn 9617229-2024-01796 for reportable events. This record is no longer reportable to the FDA and will be un-reported. Additional, changed, and/or corrected data: b5, h1, h6, h10, h11.

Event description:
It has been identified that this record, mrn 9617229-2023-19675, is a duplicate of mrn 9617229-2024-01796. Please see mrn 9617229-2024-01796 for reportable events.

Event description:
Healthcare professional reported, "pain in both breasts, rupture on both sides". Later, patient reported, "completely defective and had leaked in the capsule. The pain, such as stinging and pressure hypersensitivity of the nipples when bending over were side effects". This relates to left side. Device has been explanted and replaced.

Event description:
Patient reported "pain in both breasts, rupture on both sides.". This relates to left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.